Event description:
The patient's occlusion changed post-operatively, it was opened anteriorly. The additional surgical intervention is needed to correct the occlusion.

Manufacturer narrative:
The investigation concluded that the device did not malfunction and there was no deterioration in the characteristics of the performance of the device. Investigation showed that the device met specifications. The exact reason for bad occlusion could not be established.